Manufacturer narrative:
It was reported that the patient underwent a revision surgery due to a fractured femur after a fall. Surgeon removed the original primary head and replaced with a new oxinium head of same size that was originally used. The affected oxinium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. It was communicated that the surgeon did not express any concerns in regards to any of the implants used in the primary procedure, stating that the current anthology stem in the patient was well fixed proximally and distally. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. The possible cause of the fracture was stated as a patient traumatic injury.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery due to a fractured femur after a fall. Surgeon removed the original primary head and replaced with a new oxinium head of same size that was originally used. The affected oxinium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. It was communicated that the surgeon did not express any concerns in regards to any of the implants used in the primary procedure, stating that the current anthology stem in the patient was well fixed proximally and distally. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. The possible cause of the fracture was stated as a patient traumatic injury.

Event description:
It was reported that a revision surgery was performed due to a fractured femur. Stem was well fixed proximally and distally- not removed.